Event description:
(B)(4). I've had ensure for 4 years and I've been sick for the entire 4 years. Migraines dizzy vertigo heart palpitations fatigue insomnia shaking elevated blood count iron b12 and d deficiency vision painful intercourse tingling and numb in face hands feet depression night sweats hot flashes cramping chronic fatigue uti bladder and kidney infections... The list goes on.